Event description:
The customer reported discrepant iron (fe) patient results and quality control (qc) issues involving unicel dxc 800 synchron system. The customer stated the system generated values of 2 or 3 ug/dl then 53 ug/dl upon retest. The customer had on personal protective equipment (ppe) and performed troubleshooting in an attempt to resolve qc issues. The discrepant results were not released out of the laboratory; the customer retests extremely low fe results. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit. The fse replaced a/b valve, 3-way shear valve, reagent probes and performed all alignments. The fse performed pvt3 (carryover test) and pvt5 (precision test). Pvt3 test result showed carryover was functioning properly on the reagent probes, but failed the carryover test on the sample probe. The fse replaced the sample probe and wash collar. The fse performed iron (fe) and microalbumin quality control (qc) and recovered results within specifications. The unit conformed to the manufacturers performance specifications. Further investigation for microalbumin showed it had been calibrated with a new lot of calibrator, but the calibrator diskette for the new calibrator lot had not been loaded. The system was calibrating microalbumin using the calibration parameter from the old microalbumin calibrator lot. Wash collar.